Manufacturer narrative:
Patient age and weight was not provided. Approximate age of device - 1 year, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient received heart transplant the morning of (B)(6) 2018. The patient was listed as 1a due to a suspected internal short to shield issue with the percutaneous lead.

Manufacturer narrative:
Section a1: correction.

Manufacturer narrative:
The explanted pump was returned for analysis and damage was confirmed through evaluation of the returned portion of the driveline. The pump housing was not returned. The driveline was returned severed from the pump housing measuring approximately 40" with a driveline repair approximately 21" from the controller connector. The sealed inflow conduit was severed at the graft section and only the proximal portion was returned. Approximately 4" of the outer jacket was removed on the proximal end of the driveline, prior to receipt. The previous driveline repair (MFR. Medwatch 2916596-2018-01061) was disassembled and no issues were found. The outer jacket was removed and examination of the bionate did not reveal any signs of damage. Prior to removal of the bionate, the driveline was tested for electrical continuity. No discontinuities or shorts were found. The bionate was removed and breakdown of the metal braided shield was observed approximately 6" from the repair site. The metal shielding was removed and visual inspection of the wires revealed an insulation breach to the orange wire approximately 6" from the repair site. The observed wire damage appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at this location. If exposed conductors from the damaged wire made contact with the metal braided shield while the system was connected to a tethered power source, the resulting electrical short could have resulted in low speed and pump stop events captured in MFR. Medwatch report # 2916596-2018-01061. The heartmate ii left ventricular assist system's instructions for use and the patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. The reported event and subsequent investigation do not indicate a manufacturing issue. No further information is available. The manufacturer is closing the file on this event.